Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the cause of the impedance issue has not been determined and the elevated impedances have not been resolved. They are still receiving therapy no problem, it is just on the contacts other than what they areusing for stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that impedances were checked and no issue was found on contacts that they weren't using for therapy. No MRI was performed and the patient had a CT scan instead. The cause was not known. The issue is not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that troubleshooting was needed for an impedance issue. There are no issues with the therapy. Caller is reporting the following about impedances: there are elevated combinations noted during an impedance test prior to an MRI. The caller is with the patient to do further troubleshooting. Caller performing pre-MRI test and noted c&8 is 3418 ohms. Combinations with electrode 8 are elevated as well. Patient is programmed bipolar electrode 9 and 10. Caller does not know if this is from replacement in (B)(6) 2018. The caller was asked about therapy benefit and when asked the wife indicated in the background that the patient did have some tremor breakthrough but this was confirmed to happen before placement. It was recommended the patient not get an MRI. No symptoms were reported. No further complications were reported or anticipated with this event.